Event description:
Boston scientific received information that during a follow up visit, this atrial lead exhibited decreasing impedances less than 100 ohms and unstable sensing. The lead was reprogrammed to unipolar configuration and normal impedances were observed. The lead remains implanted and will be monitored closely. No adverse patient effects reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, (B)(4) investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.